Event description:
It was reported that shaft rupture occurred. The 99% stenosed tubular target lesion was located in the proximal right anterior tibial artery. A 20mm x 3.25mm nc quantum apex balloon catheter was selected to post dilate an unspecified size ion stent. During the first inflation, the balloon was inflated at 22 atms for 45 seconds. During the second inflation, the shaft ruptured at 30 atms after being inflated for 30 seconds. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex balloon catheter was received for analysis. There was blood and contrast in the inflation lumen and balloon. The shaft was ruptured 9.5cm from the guidewire exit notch. This damage is consistent with the reported event of balloon burst/rupture, although inflation of the balloon was not possible due to the shaft damage and tear. Microscopic inspection revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was reportedly inflated above rbp and the dfu states: "inflate the balloon slowly to the appropriate pressure to perform ptca or post dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter." (B)(4).